Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2010, a 90% stenosed lesion in the proximal right coronary artery was treated with placement of a 20 x 2.25mm taxus® liberté® atom¿ stent. The patient was well and was discharged with follow up scheduled two weeks later. In (B)(6) 2011, the patient died of unknown causes. No autopsy was requested. The patient had withdrawn consent to be in the study in (B)(6) 2011, so no further information will be available.